Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what was the name of the procedure? Nephrectomy. Please quantify the amount of blood loss. > 75mls. Did the patient require a blood transfusion? No if yes, how much blood was transfused? What was done to control the bleeding when the artery was cut but not stapled? Clamped and second device used successfully.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the device was received in good visual condition and with a cartridge present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device cut the renal artery but did not staple completely. The procedure completed with same/like device. There was no adverse consequence to the patient.